Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted with a prostyle device using a 6f sheath after a right leg arterial intervention procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. The lever was closed, and the device was withdrawn without resistance; however, while manipulating the device, it was noted that a foot separation occurred. Although the location of the separated foot is unknown, imaging was performed and confirmed there were no signs of the separated foot in the patient anatomy; there were also no signs of vessel injury or flow obstruction. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The needle to cuff miss and foot separation were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.